Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments in (B)(6) and (B)(6) of 2021 and may have developed paradoxical adipose hyperplasia.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper & lower abdomen on (B)(6) 2021 using the cooladvantage coolcore applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Correction to previous emdr - when additional info. Was received: emdr-11716 become aware date (g3): 5/11/2023. Continued additional (d4) device serial and catalog number: (B)(6) sa16790.

Manufacturer narrative:
Corrected data.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments on (B)(6) 2021 and may have developed paradoxical adipose hyperplasia.